Manufacturer narrative:
Device evaluation results: one cadd solis vip pump was returned in used condition. Visual inspection revealed that the dso sensor seal had bubbled. Fluid ingression indicators were observed. A review of the event history log evidenced the following: on (B)(6) 2020 3:48:58 pm high alarm displayed: cassette not attached properly. On (B)(6) 2020 3:49:00 pm high alarm silenced: cassette not attached properly. The investigator attached a disposable cassette and performed a functional test. The test passed. The customer reported product problem (pump producing cassette not attached properly alarm) was not reproduced during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The dso sensor was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical pump alarms "cassette not attached". There were no adverse events reported.